Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed to open and close. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the flat flex cable exhibited internal wiring failures with associated thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of sticky drawer was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that full-height cubie drawer 2 was sticking during operation. The fse replaced the drawer rails, which resolved the issue. Additionally, the fse identified a broken plastic component securing the retractor and replaced it, restoring proper functionality. Test in application was performed with no further issues observed. During dchu visual inspection p/n 353844-01: the flat flex cable showed internal wiring issues with associated thermal damage, no other issues were observed during visual inspection. During dchu testing p/n 353844-01: no dchu testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of sticky drawer could not be determined as all the parts related to this complaint were not received for evaluation. Additionally, a thermally "assy retractor dwr hh cubie" was received. However, this issue is considered as incidental damage from what customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer stuck at certain points when trying opened or closed. The field service engineer (fse) found that full height cubie drawer 2 stuck when opening. The fse swapped out the drawer rails, which resolved the issue. It was also noted that the retractor plastic piece that held it in place was broken, so that component was replaced as well. The application was tested, and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.